Event description:
An ophthalmologist reported that a patient complained persistent left eye pain for multiple weeks following a laser iridotomy. An impressive number of "impacts" was required during the procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be file as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).